Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, during a hemicolectomy a side-to-side anastomosis was made with the stapler. The surgeon clamped the applicable ileum-shank with the ascending colon each with antimesenterial. After the anastomosis was formed, the procedure was completed with another stapler. The surgery was finished without any problems. Postoperative the patient was well, but on the fourth postoperative day there were symptoms of sepsis. A relaparotomy was performed on (B)(6) 2016 and the surgeon discovered peritonitis, and in the middle of the anastomosis, front septum, there was about a 1cm long dehiscence. The patient's blood circulation was regular. The anastomosis was resected and both intestine shanks were diverted as a stoma. When checking the staple line, it was noticed that one visible staple was not closed in the area of the dehiscence. The pathologist observed that the length of the anastomosis-seam was 90mm with a 7mm seam dehiscence. In that area the staples were not closed completely they had a c-formation. There was over 500cc of blood loss. On (B)(6) 2016 a resection of anastomosis and set of two anuspraeter were performed. The patient was last reported to be in intensive care. No reinforcement material was used.